Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and therefore the image is green. A definitive root cause for the could not be identified. Based on the results of the investigation the probable cause of the reported event is no problem detected. The issue of the image is green was caused by a video cable is broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had lost images and colors cannot be seen. The issue was found during set up of device. There was no patient involvement.